Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The battery was changed twice however, the issue was not resolved. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement and active current measurement. Pump error 63 (variable 3) alarmed during self test due to moisture damage on keypad assembly. Unit received with moisture damage on electronic assemblies, corroded force sensor assembly and moisture damage on motor assembly.